Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged belt clip rails). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: retainer knit line damage, cracked retainer, keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, missing display window/cover, keypad overlay peeling, cracked keypad overlay, cracked case above arrow and battery icon, and minorly scratched lcd window, in summary, customer allegation for cosmetic damage (damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted.

Event description:
Information received by medtronic stated that the insulin pump had crack on the clip rail. No harm was required during medical intervention. The insulin pump was returned for analysis.